Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. Therefore, no corrective actions will be taken.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6), at st. (B)(6) medical center in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2016 by dr. (B)(6), at (B)(6) medical center in (B)(6); the filter was unable to be retrieved. The complaint alleges the filter is tilted, embedded and irretrievable. Argon¿s attorneys are attempting to gather additional information.